Event description:
Rv lead dislodged in (B)(6) 2018 resulting in poor capture and was not revised at the time. Md attempted to reposition on(B)(6) 2022 and was unsuccessful. Lead was capped. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.